Event description:
It was reported that the lead showed a high ventricular threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer tubing overlay had blood/body fluid and cosmetic environmental stress cracking. The outer tubing had environmental stress cracking breach/breach (non-electrical). The outer insulation had a white substance and cosmetic depression. There was blood in/on the helix/lobe mechanism.